Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: no insulin delivery defect was found with the pump. Display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display screen was difficult to read. This report is made based on the results of an investigation completed on (B)(4) 2013.